Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same cases as MDR ID 2134265-2014-01736, 2134265-2014-01737. It was reported that automatic pullback failed. The motor drive unit (mdu) was used in conjunction with an opticross imaging catheter and a sled. During preparation, the image appeared but when the pullback function was activated it was unable to perform automatic pullback. The procedure was completed by changing to another of the same device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A kink was observed in the telescope assembly at 64.0 cm from femoral marker to the proximal end. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core wind up in the telescope assembly was observed during visual analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same cases as MDR ID 2134265-2014-01736, 2134265-2014-01737. It was reported that automatic pullback failed. The motor drive unit (mdu) was used in conjunction with an opticross imaging catheter and a sled. During preparation, the image appeared but when the pullback function was activated it was unable to perform automatic pullback. The procedure was completed by changing to another of the same device. No patient complications were reported and the patients' status is good.